Event description:
Infrasonics infant star ventilator would not maintain set pressure (variable amplitude). The ventilator was alarming for overpressuring or underpressurizing the baby. Biomed examined the piece of equipment, but they could not repeat the problem. Biomed returned the ventilator to service. Problem re-occurred, so ventilator taken out of service again.